Event description:
Info received from the field states that during the angioplasty of a dialysis graft the physician burst 2 balloons while trying to dilate a lesion. The balloons were of the same catalog and lot numbers. One balloon burst at 15 atms and the other balloon burst at 17 atms. An inflation device was used. There was no pt injury. Another balloon of the same catalog and lot was used to complete the procedure. There was no pt info. The products will be returned for eval and testing. Additional info will be forthcoming within 30 days upon receipt. Please note that two products with the same catalog and lot numbers were involved in this event.